Event description:
Customer reported difficulty connecting the charging port to the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.